Manufacturer narrative:
Updated date: h2 h3 h6 image review: with the additional images provided (angio¿s) we can notice the harmony® transcatheter pulmonary valve (tpv) was able to advance through the native angulation. However; during the deployment, from a distal angio, paravalvular leak (pvl) was evident before to the final release. Probably caused by not enough oversizing in the outflow & a horizontal main pulmonary artery (mpa). The post dilatation could not modify the canted of the harmony® tpv. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the harmony valve, the device moved towards the bifurcation and tilted during release. It was noted that there was a concern about a potential perforation by the nitinol zig in the future. A compliant balloon was used in an attempt to cant the device, but was unsuccessful. An echocardiogram was performed the next day and showed severe pulmonary insufficiency with the valve in the same canted position, and it was suspected that the valve might have been damaged by the balloon. Subsequently, surgery was performed approximately one week later to explant the harmony valve, and it was successfully replaced with a 24mm homograft. Upon observation of the explanted valve, it was noted to be intact with the leaflets moving as expected and no tear observed. Additionally, it was noted that the lack of sealing combined with a high supra-annular position possibly caused a free pulmonary insufficiency. Additional information was received that the patient's anatomy which was large in systole was a contributing factor to the event.

Manufacturer narrative:
Image review: the fit analysis of the patient showed a large anatomy with poor oversizing during systole on the distal main pulmonary artery (mpa) plus a severe angulation of the mpa that could make it difficult the anchoring of the outflow. With the two images provided, it is not possible to determinate the position of the valve to make any comment regarding the movement as no video was included. Migration of the valve is listed in the potential complications/adverse events list of the instructions for use (IFU). Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID: harmony dcs (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the harmony valve, the device moved towards the bifurcation and tilted during release. It was noted that there was a concern about a potential perforation by the nitinol zig in the future. A compliant balloon was used in an attempt to can't the device, but was unsuccessful. An echocardiogram was performed the next day and showed severe pulmonary insufficiency with the valve in the same canted position, and it was suspected that the valve might have been damaged by the balloon. Subsequently, surgery was performed approximately one week later to explant the harmony valve, and it was successfully replaced with a 24mm homograft. Upon observation of the explanted valve, it was noted to be intact with the leaflets moving as expected and no tear observed. Additionally, it was noted that the lack of sealing combined with a high supra-annular position possibly caused a free pulmonary insufficiency.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received in a return kit in a test sample jar fully submerged in clear solution. All leaflets were in the closed position with a gap at the point of coaptation. All leaflets were flexible and intact; no damage or tears were observed. All commissures were intact. There was no evidence of damage or anomalies on the frame. There was damage to the fabric between l1 and l2 on the inflow view. There was no damage to the loops. The valve was subjected to coaptation misalignment testing. A misalignment between leaflets must be less than 0.9mm on the reticle to be acceptable. Leaflet misalignment between l1 and l2 was 0.1mm. No other leaflet misalignment was observed. Updated: d4, d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.